Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient's dexcom is not working, loosing signal and not able to download data. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined. The patient was reported to be pregnant. Labeling indicates that dexcom systems are not approved for use in children, pregnant women or persons on dialysis.